Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were seen on the vacuum sleeve external surface. A bubble test of vacuum sleeve was conducted - no leaks were found on the vacuum sleeve external surface. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relation was found between needle assembly processes and the vacuum loss phenomena. The treatment was completed with no serious injury to the patient as the physician used saline to protect the patient's skin.

Event description:
Prior to a cryoablation procedure to treat a soft tissue tumor, system and 2 iceforce needles tested fine with no issues to report. During the 1st freeze cycle 1 needle shaft collected frost. Saline was used to protect the patient's skin from injury. The procedure was completed as expected with no injury to the patient.